Manufacturer narrative:
The investigation into the pump stop is on-going at this time. Upon completion, a final report will be filed.

Event description:
The medical center was placing an impella 5.5 for support of a surgical patient. The patient was undergoing coronary artery bypass surgery and was unable to be weaned off of bypass. The impella pump stopped repeatedly. The team made decision to replace the pump and have support proceed on 2nd pump. No lasting harm or injury from delay.

Manufacturer narrative:
Since the original report was filed the investigation into the pump failing has concluded. The pump was run upon the benchtop and the failure was not able to be reproduced. The pump operated to specification. The cause was determined to be technique/use related. The failure mode will be monitored and trended.